Manufacturer narrative:
Additional product code hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, the surgeon could not lock the three (3) variable angle (va) locking screws because the surgeon felt the screw heads were about to be stripped by an unknown screwdriver. Surgical delay was not reported. Concomitant medical products: va-lcp extra articular ulna plate, 6 holes (part #: 04.107.406, lot #: h572598, quantity: 1) and unknown screwdriver (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm. This is report 2 of 3 for (B)(4). This report captures intra-operative event. The post-operative event is captured in complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product investigation documented in related product complaint (B)(4). Device history lot please note, this DHR review is for sterilization procedure only: part no.: 04.211.018s , lot no.: l993946, manufacturing location: (B)(4). Supplier: frueh ag, release to warehouse date: 27.jul.2018 , expiry date: 01.jul.2028 . Non-sterile 04.21.018 / h653139 was manufactured in us, (B)(4). Manufacturing location: (B)(4). Manufacturing date: 31-may-2018, part number: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm, lot number: h653139 (non-sterile) , component(s) reviewed: part number: 04.211.018.999, 2.8mm ti screw blank 18mm 2.7 variable angle w/sd8 lot number: h509511, part number: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8 lot number: h504040, this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.